Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 500 mg/dl. Customer¿s parent advised the infusion set cannula was bent which resulted in high blood glucose. Customer¿s parent declined to troubleshoot and advised their sons blood glucose level went down.